Event description:
It was reported by the aci clinical specialist that a pt underwent a diagnostic coronary procedure in (B)(6) 2012. Access was obtained via a 6f sheath (model unk). Post procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that ¿only the mynx wire was exposed after bringing the sheath back to the top, no tamp tube was exposed¿. The device was removed, and the physician converted the pt to manual compression and held for less than 15 minutes. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day, with no reported clinical sequela. No further info is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1213005) indicated that the device lot met all established performance criteria prior to shipment.